Manufacturer narrative:
Product event summary: the afr-00001 sphere 9 catheter with lot 0231692965 was returned and analyzed. During external visual inspection, the catheter was found to be intact, have no defects, and no nonconformities. The cirris tester was used to perform the shorts and mapping tests and both showed passing results. The test capital system was used to perform a simulation test which concluded that pulse field, radiofrequency, and mapping were normal. The keyence microscope was used to verify foreign material. The foreign material was found in the cage of the catheter, zone 1. The catheter was functionally tested using the test capital system extension cord. Testing found no errors or alert indications on the test capital system. Swapping the extension cords did not resolve the issue. In conclusion, the catheter failed the returned product inspection due to material on the catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during use of the sphere catheter in a cardiac ablation procedure, there was a loss of intracardiac signals on the affera system, while signals remained on a separate system. A software issue required a reboot of the entire stack and workstation to restore signals. Baseline noise was present on all sphere 9 channels, which led to mis annotated signals and a post map showing voltage where there was none. High and low pass filters were adjusted and the stack was grounded, but these troubleshooting steps were unsuccessful. The physician elected to continue without further troubleshooting. The case was completed. No patient complications have been reported as a result of this event.